Event description:
Customer reportedly received results of 7 mg/dl and 70 mg/dl within 10 minutes on compact plus system. The result of 7 mg/dl is outside the numeric range of 10-600 mg/dl of the device. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.